Event description:
It was reported that using arctic sun device patient set to begin rewarm phase tonight. The device was showing a sand dial or clock where trend indicator should be located. At the same time the patient temperature went to 11c, and water got extremely warm. The device returned to normal with accurate patient temperature about a minute later. Mis verified they were using esophageal probe and probe was in place and had not moved. Patient refluxed at time when this occurred. Nurse noted that temperature cable could likely need to be replaced. If occurred again suggested replacing temperature cable.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that using arctic sun device patient set to begin rewarm phase tonight. The device was showing a sand dial or clock where trend indicator should be located. At the same time the patient temperature went to 11c, and water got extremely warm. The device returned to normal with accurate patient temperature about a minute later. Mis verified they were using esophageal probe and probe was in place and had not moved. Patient refluxed at time when this occurred. Nurse noted that temperature cable could likely need to be replaced. If occurred again suggested replacing temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.